Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the packing was opened, the technician noticed that the inner plastic wrapping around the implant had holes in it, compromising the sterility of the device. However, the device was still used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. The stem plastic wrap was not received for evaluation. From the photos received, it was determined that the holes were present on the plastic wrap. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.